Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, after the physician screwed leads into the device, he decided to reposition the right ventricular lead. After being unable to unscrew the pin from the header, a new wrench was opened. When the doctor was able to finally get the screw out, it came all the way out of the header. After much effort he was unable to reset the screw and unable to secure the rv lead, a decision was made to open a new device. The device was explanted and replaced. There were no patient consequences.